Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of a therapeutic ercp, the distal cover fell off of the endoscope, suspected upon withdrawal of the scope from the patient, and the distal cover fell off in the patient's mouth and onto the floor. No harm to patient reported. There was no surgical delay. The device was inspected prior to the procedure and no issues identified. The distal cover was inspected after being attached to the scope and no defects identified. The distal cover was securely attached to the scope and confirmed by twisting and pulling it. No anti-fog agents applied to the scope lens. Water based lubrication jelly is used during the all of the customer's ercp procedures. It is unclear if the distal cover that fell off was damaged since it was discarded. The staff informed the reported it did not appear damaged. This event includes two reports: (B)(6), maj-2315, unknown lot; (B)(6), tjf-q190v, unknown serial. This is report 2 of 2 for (B)(6) tjf-q190v, unknown serial.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although a root cause could not be determined, the reported event likely occurred due to the following mechanism: since friction was generated by twisting/pushing/pulling the scope in the body, contact with the mouthpiece, etc., greater stress was applied to the distal end of the scope during the procedure. This stress was greater than the pulling or twisting stress the user applied during inspection prior to use. The cover then easily came off the scope. Olympus will continue to monitor field performance for this device.